Event description:
It was reported the distal end electrode of the ambient super multivac 50, ifs detached intra-operative during a knee arthroscopy. The procedure was completed; however, the details regarding the technique and/or products used, and if the detached device fragment was retrieved from the pt were not provided.

Manufacturer narrative:
A lot number for the device was not provided therefore, no date of manufacture or date of exp can be provided.